Event description:
The hospital reported that during a coronary artery bypass procedure, they connected axius blower mister according to IFU during opcab surgery, but water was sucked up along and flew throw the co2 blower line. Although the co2 line connection was reconfirmed and used again, the surgery was completed using a different product with the same symptoms. There was no kink in the blower mister. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 04/28/2022. An investigation was conducted on 11/18/2022. A visual & photo inspection was conducted. Signs of clinical use and no evidence of blood was observed. The flow volume controller was inspected and was observed to have no visual or physical defects. The controller was able to be rolled with no physical difficulties. The spike chamber was returned filled with saline. A microscopic evaluation was conducted. The flow path through the y-connector was observed to be clear. The glue connecting the shaft connecter and tubing was observed to be placed correctly. No occlusions caused by the glue were observed. The tip of the blower mister was observed to be intact with no visual defects observed. A mechanical evaluation was conducted. The returned IV spike and chamber was removed. A syringe was filled with water and connected to the saline port of the IV luer lock connection. The plunger of the syringe was depressed and water was observed to come out of the atraumatic tip with normal flow and no blockages. The braided tubing was connected to a co2 source, not exceeding 50 psi (344 kpa), and co2 gas was able to flow through the IV tubing. The sound of co2 gas was heard at the atraumatic tip while coming out of the tube. The syringe was depressed at a steady rate to simulate a saline flow of 1-5 (ml/min) and the irrigation mist was observed to flow out of the tip as expected. Based on the returned condition of the device, the reported failure "improper flow or infusion" was not confirmed. The certificate of conformance (c of c) was reviewed. Maquet certifies that this device lot conforms to all applicable product specifications. The lot #96255673 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.